Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer. It was also noted that two different programmers were tried and both attempts were unsuccessful.